Event description:
The manufacturer has been informed of the recent passing of a patient who was using a remstar auto a-flex device. According to the patient's wife, her husband recently passed away, and she was unable to locate the device. She has indicated that she will return it if she comes across it while sorting through his belongings. No further details have been provided, and there are no allegations suggesting that the device had any role in or contributed to the patient's death. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.